Event description:
It was reported that this pacemaker system exhibited noise and farfield r-wave oversensing on the right atrial (ra) channel. Technical services (ts) stated it was possible there were no issues with the leads or device and recommended a manual programming check. This pacemaker system remains in service and no adverse patient effects were reported.